Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade 1-2 functional mitral regurgitation (mr), a small left atrium and small cardiac chambers. During a mitraclip procedure, due to the small left atrium and lack of height, there was frequent use of a knob and m knob. It was noted that it was difficult to position the device. The + knob of the steerable guide catheter was also used to stand the shaft to adjust the shaft angle. Once the ntw was placed on the valve, the anterior gripper could not be lowered. The lock lever was locked and the grippers were cycled several times. It was confirmed that that the anterior gripper lowered for the 4th or 5th attempt. The ntw was implanted and the mr was reduced to grade 1+. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on all available information, the reported difficult positioning appears is due to challenging patient anatomy. A cause for the reported single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.